Event description:
Three years following intraocular lens (iol) implant surgery, a surgeon reports having a pt whose lens appears hazy and has possible glistenings. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 09/17/2008 and 09/30/2008 by phone, fax, and mail. A completed questionnaire has not been received.